Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a reminder became frozen on the pump screen and the customer was unable to clear the reminder. The customer's blood glucose (bg) level was impacted (290 to 310 mg/dl). During troubleshooting with tandem technical support, it was confirmed that the customer was eventually able to clear the reminder. A correction bolus was delivered, which brought bg level back down to 120 mg/dl, within target range.